Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted. The cutting wire was blackened and broken at the proximal end, and bent towards the tip. The broken cutting wire was also retracted into the extrusion . The proximal pierce hole was burnt and torn . During the evaluation the proximal section of the broken wire could not be extended out the proximal pierce hole. Dimensional inspection found the distal section of the exposed cutting wire was within specification. Based on the investigation results the root cause for this event is operational context as it is likely that procedural factors/ generator settings were encountered due to being grounded against some part of the scope and/or higher power settings. A search of the complaint database revealed that no other similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a truetome was used in the pancreas during a sphincterotomy procedure on (B)(6) 2014. According to the complainant, the indication for the procedure was a pancreas obstruction. During the procedure, the truetome was advanced to the target site, and when the physician tried to bow the device the proximal part of the cutting wire broke, but remained attached to the device. No part of the cutting wire fell inside the patient. According to the physician, the broken cutting wire caused some trauma when the device was removed from the pancreas resulting in pancreatitis. Another truetome was used to complete the procedure. Following the procedure, the patient was admitted to the intensive care unit with severe pancreatitis for observation.

Manufacturer narrative:
(B)(4) cut wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome was used in the pancreas during a sphincterotomy procedure on (B)(6) 2014. According to the complainant, the indication for the procedure was a pancreas obstruction. During the procedure, the truetome was advanced to the target site, and when the physician tried to bow the device the proximal part of the cutting wire broke, but remained attached to the device. No part of the cutting wire fell inside the patient. According to the physician, the broken cutting wire caused some trauma when the device was removed from the pancreas resulting in pancreatitis. Another truetome was used to complete the procedure. Following the procedure, the patient was admitted to the intensive care unit with severe pancreatitis for observation.